Manufacturer narrative:
(B)(4). The device was received for evaluation. The homechoice (hc) underwent electrical testing, but did not pass due to an unrelated issue of a faulty power supply. The power supply was changed and the device was evaluated. An external/internal inspection was performed and the device passed. A simulated therapy was performed, but no issues with the device or draining were identified. The reported alarm was not specified and there was nothing found during the evaluation of the device relevant to the event reported. The event history log review could not be downloaded due to an unrelated issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the homechoice device had alarmed an unspecified alarm during the drain. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis with the home patient as an option for the peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.